Event description:
During implantation the surgeon lost their hand angle, and the delivery instrument caused the device implantation to penetrate the s1 endplate. Surgical intervention was needed to remove the implant.

Manufacturer narrative:
The returned device has been reviewed and inspection showed no device integrity issues (beyond the damage from the removal). The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.